Event description:
Customer reported on a bravo ph capsule that failed to attach. The doctor removed the delivery system and the capsule had released, he checked with the scope and found the capsule in the esophagus, captured it and placed another capsule. The patient was not injured following the procedure.